Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an unknown product performance anomaly. The patient medical records at the hospital did not specify the details, but the health care professional (hcp) noted it was either due to dislodgement or the lead was opened and not used. The lead was discarded following the procedure and will not be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.